Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture and high pacing thresholds due to a suspected lead fracture. The device was reprogrammed and a revision surgery was later performed. This lead was removed and replaced with a different model. No additional adverse patient effects were reported. The device was received for analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent loss of capture and high pacing thresholds due to a suspected lead fracture. The device was reprogrammed and a revision surgery was later performed. This lead was removed and replaced with a different model. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body, and electrode tip found no anomalies. The fracture allegation was not confirmed. Laboratory analysis noted set screw marks at the end of the terminal pin, pointing to improper insertion depth. Laboratory testing was unable to reproduce the reported clinical observations of failure to capture and high pacing thresholds.